Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had hemolysis. A ramp study was performed and showed that the left ventricle was not unloading. Patient was transplanted. Upon examination of pump at transplant, pump thrombus was confirmed.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.